Event description:
During periodic maintenance, the manufacturer¿s international there was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower assembly was installed into an fi test ventilator. The test ventilator was booted up into normal ventilation mode and delivered breaths. No errors were generated. The fi test ventilator was allowed to run approximately four (4) hours in normal ventilation mode. No heat related alarms or failures were generated. The fi test ventilator was booted into diagnostic mode. The fi test ventilator was allowed to run approximately four (4) hours in unrestricted flow and no failures were produced. The air flow accuracy test (pvt test 5) was performed and passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This customer returned blower assembly was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted a check vent error 1122 in the error record (drpt). There was no patient involvement.